Event description:
A user facility returned the olympus, model bf-xp260f, evis lucera bronchofibervideoscope to olympus for repair due to a report that the cleaning brush could not be inserted nor removed. Upon inspection and testing of the returned device, peeling off of the coating on the insertion section was found (greater than or equal to 1 square millimeter). This report is submitted due to the peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter). As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter). Additional evaluation findings are as follows: 1.) Angulation out of specification; 2.) Defects of the insertion tube - non-bending section; 3.) Instrument channel blockage. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: failure was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.